Event description:
On september 11, 2006, the lay-user/patient contacted lifescan alleging that his one touch basic meter had missing segments. The medical affairs specialist (mas) mailed a letter to the patient on september 15, 2006, since he could not be reached by telephone on two separate days. The mas also listened to the call between the patient and customer care advocate (cca) to verify information. It is not known when the reported meter started having missing segments. Since the patient was not able to get valid readings on the meter, he started testing himself on his friends' meters. The last result the patient obtained from one of the meters was "90 mg/dl" in 2006. After testing on the reported meter, the patient drank a lot of water, since he was feeling tired and cold. The patient visited an emergency room (ER) at an unspecified time on the same day, since his meter was not working and he had run out of test strips. It is not known what blood glucose reading was obtained in the ER. The patient was treated with IV fluids for dehydration. It would have been helpful to know the following information: when the alleged issue started, when the symptoms started, what his medication regimen is, and if the patient followed the regimen before and during the time of concern. In addition, it would have been helfpul to know what readings(s) the patient obtained in the ER and what readings the pt got while having symptoms. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable get valid readings from the the reported meter because of missing segments. The patient developed symptoms and received IV fluids for treatments of dehydration.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.